Event description:
When trying to attach the spiros to a 3ml syringe to draw up a non-hazardous drug, the spiros would not connect instead of hearing the clicking noise it makes when it adheres this one just kept spinning. Replaced with another spiros and it worked fine. Event did not reach the patient.